Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation confirmed the alleged complaint that the instrument would not move correctly. The instrument was found to have a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp still remained in the clevis. The clevis did not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable issue if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the surgical staff alleged that the maryland bipolar forceps instrument was not moving correctly. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.